Event description:
It was reported that the physician was concerned regarding discoloration of the lead. We are attempting follow-up to further clarify if there were any performance issues. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the full lead was returned, analyzed, and no anomalies were found, however there was blood on the proximal conductor of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in blood, the outer insulation of the lead was extrinsically breached due to a cut, and visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the physician was concerned regarding discoloration of the lead. Follow-up determined that the lead was replaced due to dislodgement. The physician had noted that the patient went golfing shortly after implant, which the physician believes was the reason for dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4092-52 implantable pacing lead, (B)(6) 2003. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.